Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after announcing a usual lunch and consuming two large slices of pizza while using the ilet following a recent factory reset; the blood glucose peaked at 334 mg/dl and began to decline by the end of the call, and education was provided on consistent meal announcements to support ilet adaptation. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing, with elevated glucose reportedly lasting about four hours and then improving. Investigation included phone-based troubleshooting and user education regarding consistency in meal announcements after reset. Investigation of this case revealed no device alerts or alarms and no device malfunction identified, with the event attributed to meal variability during the ilet learning period after a reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions rather than a device failure.